Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. The reason for call was to address a por message that was appearing on the insr. Pt came onto the line and reported that por has appeared twice during the last 3 times they have charged the ins. Pt stated that they recharge the ins 1x every 2 weeks, they usually get 6-8 coupling boxes, and the ins is not taking longer to charge. Pt noted they charge the ins in 50 minutes - 1 hour, and they charge till at least the charged sufficient or charged complete screen appears. Pss asked, and the pt confirmed the issue started about 1 month ago (year valid). Pss reviewed por (informational versus warning), potential causes of por, longevity, and device registration information. Pt confirmed the ins was on using the pp, the insr connected successfully w/ the ins, and they know the ins is working because they can feel stimulation down their arm. Pt stated they use the therapy 24/7. Pt noted that the ins is almost at a full charge because they were charging prior to calling patient services. Reviewed to mo nitor the issue and consult w/ patient services if necessary for further assistance. The troubleshooting steps that were taken on the call resolved the issue.